Manufacturer narrative:
The device was returned and the evaluation found that the ultrasound image was blurred and there was fluid staining evident on the image, and the distal end rubber glue was lifted. The device evaluation is still ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the bronchofibervideoscope had no image. The issue was found during the procedure which was completed after a twenty minute delay with another similar device. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the reported image issue was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.